Manufacturer narrative:
(B) (4).

Event description:
The pt had an infection at the lead site. The symptoms included pain, swelling, and drainage. The lead was replaced; it was unclear which lead was replaced. The pt recovered without sequela. See also MFR's report # 3004209178201004517.